Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead was repositioned three times due to ectopy and it was observed that the helix would not extend. The lead was never in service. No adverse patient effects were reported.